Manufacturer narrative:
A saber rx (5mm x 30cm x 155cm) percutaneous transluminal angioplasty (pta) balloon catheter was used for a post dilation after a stent was implanted. However, it ruptured at six atmospheres (atm). There was no reported patient injury. The lesion was the superficial femoral artery which was a chronic total occlusion (cto) with severe calcification. The vessel level of angulation and tortuosity is moderate. The saber rx pta balloon catheter was prepped as per the instructions for use (IFU). The same indeflator was used successfully with other devices. The balloon inflated normally. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The catheter was not torqued against resistance. There was no kink/bend noted after device was removed from patient. There was no unusual force used at any time during the procedure. There was no migration of the device, fracture or separation inside the patient body. The device was removed intact (in one piece) from the patient. The product was not returned for analysis. A product history record (phr) review of lot 82161196 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification and a chronic total occlusion may have contributed to the reported event as calcification is known to cause damage to balloon material. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a saber rx pta (5mm30cm155) balloon catheter was used for a post dilation after a stent was implanted. However, it ruptured at 6-atmospheres pressure (atm). There was no reported patient injury. The lesion was the superficial femoral artery and it was a chronic total occluded (cto) lesion. The vessel level of calcification is severe. The vessel level of angulation and tortuosity is moderate. Initially, the saber rx pta balloon catheter was prepped as per the instructions for use (IFU). The same indeflator was used successfully with other devices. The balloon inflated normally. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. There was no part that fractured nor separated inside the patient body. The device did not migrate inside the patient body. The device was removed intact (in one piece) from the patient. There was no patient injury. There is no procedural film/cd available for review. The device will not be returned for evaluation as the device was discarded due to patient¿s infectious disease.